Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a 8.5f sheath with curve viz mdc, and a hemostatic valve separation and brim cap detachment issue occurred. During the procedure, the hub of the vizigo sheath came apart while advancing it into the patients¿ body. The investigational analysis completed 4/29/2020. The device was inspected and brim cap, friction ring, and hemostatic valve was found detached from the luer hub. Traces of glue were observed on the luer hub. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint was confirmed. The root cause of the brim cap detachment and damage on the hemostatic valve could be related to handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. Upon initial inspection, the bwi pal observed the embrittled cap, orange cap remnant on hub, friction ring, and hemostatic valve returned on dilator. The observed findings coincide with what was initially reported. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a 8.5f sheath with curve viz mdc, and a hemostatic valve separation and brim cap detachment issue occurred. During the procedure, the hub of the vizigo sheath came apart while advancing it into the patients¿ body. The physician did not lose access. The sheath was exchanged, and the procedure was continued. There was no report of patient consequence. The damage did not result in any wires or sharp rings being exposed. There was no resistance or difficulty during insertion or removal of the device. The component came off the end of sheath during removal of the inner dilator. Sheath was exchanged for new sheath. Some bleeding occurred. However, the amount was not provided by the physician. Based on the provided video the amount of blood lost was minimal. The observed hemostatic valve separation and brim cap detachment issue has been assessed as MDR reportable.